Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had failed the electrical test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.